Event description:
Dr performed a cardiac resynchronization therapy procedure on a pt needing a left ventricular (lv) reposition that was first done back in 2005. The medtronic lv lead had slipped into the common coronary sinus and had to be advanced back into a vessel branch. He placed the sheath into the coronary sinus and attempted to use the same unipolar 4193 lv biventricular lead with a cronus moderate support wire to deliver the lead. After testing several positions in several vessels, he decided to wire the posterior down to the apex then back up a lateral. The wire lost its tip upon pulling back and was visible on fluoro. The tip of the wire was left in the pt. No injury occurred.